Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple sclerosis ("3 years after diagnosed with multiple sclerosis"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal and multiple sclerosis outcome was unknown. The reporter considered medical device removal and multiple sclerosis to be related to essure. The reporter commented: I am scheduled for a hysterectomy on the (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and multiple sclerosis ('3 years after diagnosed with multiple sclerosis') in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple sclerosis (seriousness criterion medically significant). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal and multiple sclerosis outcome was unknown. The reporter considered medical device removal and multiple sclerosis to be related to essure. The reporter commented: I am scheduled for a hysterectomy on the 25th of jan. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.